Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the bent cannula or any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 382 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site , the pod's cannula was found bent. Symptoms reported include hyperglycemia, chest pain and abdominal pain. The patient was treated with insulin drip, IV fluids and had a baby monitor monitoring the baby's vitals. (Customer is 6 months pregnant) the pod was removed at the hospital ad the patient was discharged after two days.